Event description:
A 76-year-old male patient was admitted for heart failure cardiogenic shock (cs). An impella 5.5 was placed with the plan to bridge to left ventricular assist device. Patient developed gi bleed requiring frequent on and off of anticoagulation. The patient had a stroke and argatroban discontinued. The patient was taken to the or on (B)(6) 2025 and the impella 5.5 was removed without incident. Per notes, cva not due to pump, but more likely due to the frequent stop and start of anticoagulation. During impella 5.5 support, the patient experienced a false alarm and high or saturated pump flow. Position in aorta alarms were present, but echo imaging confirmed that the pump was in a good position. The lv waveform was above the aortic waveform and the flow numbers were described as erroneous and indicating potential pump saturation. A call was made to the on-call surgeon to explant the pump. The false alarm and saturated pump flow are both considered reportable malfunctions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.